Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient was reported to have been in a coma. Upon regaining consciousness (reportedly spontaneously), the patient self-administered a glucagon nasal spray. Following this, a nurse, who regularly visits the patient¿s home, arrived and proceeded to massage the patient¿s chest. The reason for this intervention is unclear, as the patient had already regained consciousness and initiated self-treatment. Subsequent to the intervention, a fingerstick test was performed. The cgm showed a reading of 301 mg/dl, while the blood glucose reading was 130 mg/dl. No additional treatment was reported, and the patient did not require hospitalization. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient being in a "coma". The reported glucose values fall within the c zone of the parkes error grid after the patient self-administered a glucagon nasal spray. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.